Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 470 mg/dl; treated with manual injection. Mother stated that the alarm was resolved by an infusion set change. It was advised to call if alarm occurred again.